Event description:
It was reported that when the absolute pro device was removed from the packaging, during preparation, the stent implant was observed to be partially deployed. The device was not used on the patient. There was no clinically significant delay in the procedure. A new absolute pro was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.